Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation and a pericardial effusion (pe) occurred. It was reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. Prior to the procedure, a baseline pe was identified in the patient (greater than 1cm). Following the completion of the procedure, having the watchman device implanted without issue, the baseline pe was monitored, and it was determined that it had worsened around the right ventricle. A pericardiocentesis was then performed, but the right-side effusion slowly re-accumulated. Next, a surgery was performed, and a perforation of the right ventricle apex was discovered and repaired. It was determined to be unrelated to any implantation of the watchman device, but likely caused by the versacross wire or sheath inserted prior/during transeptal puncture. During transseptal puncture, limited fluoro was used and versacross wire were inserted in the superior vena cava (svc) using transesophageal echocardiogram (tee). It is thought that before the wire/sheath could be seen in the svc, it may have dropped into the right ventricle causing damage. Patient was sent to intensive care unit (ICU) for recovery, partially due to other health issues such as dialysis. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time. It has been further mentioned that the main challenge for the physician was visualizing/tracking the rf wire into the svc using transesophageal echocardiography (tee) imaging. The timing of the perforation is inconclusive, but it was found to be in the right ventricle. Act was lower than therapeutic during the procedure, at 146, and additional heparin was given. The physician does not believe the rf wire or dilator malfunctioned during the procedure. Patient has been successfully discharged on (B)(6) 2024. Products will not be returning for analysis.

Event description:
A perforation and a pericardial effusion (pe) occurred. It was reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. Prior to the procedure, a baseline pe was identified in the patient (greater than 1cm). Following the completion of the procedure, having the watchman device implanted without issue, the baseline pe was monitored, and it was determined that it had worsened around the right ventricle. A pericardiocentesis was then performed, but the right-side effusion slowly re-accumulated. Next, a surgery was performed, and a perforation of the right ventricle apex was discovered and repaired. It was determined to be unrelated to any implantation of the watchman device, but likely caused by the versacross wire or sheath inserted prior/during transeptal puncture. During transseptal puncture, limited fluoro was used and versacross wire were inserted in the superior vena cava (svc) using transesophageal echocardiogram (tee). It is thought that before the wire/sheath could be seen in the svc, it may have dropped into the right ventricle causing damage. Patient was sent to intensive care unit (ICU) for recovery, partially due to other health issues such as dialysis. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator. Detailed product information was not provided to bsc yet. The good faith effort to obtain the information is in progress, but it is not available still.